Event description:
A nurse reported that a system message could not be cleared during a procedure. The case was aborted, leaving some of the cortex inside the eye. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and noted an audible air leak. The company representative replaced the 88psi regulator. The 57psi regulator was just marginally within specifications; therefore, it was replaced as a preventive measure. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).